Event description:
(B)(4). Same patient as MDR ID#: 2134265-2013-01013, 2134265-2013-01014. It was reported that following a coronary artery stenting treatment procedure, myocardial infarction (mi), stent thrombosis and in adequate stent apposition occurred. In (B)(6) 2011, a 2.75x20mm ion stent was placed in the distal left circumflex artery (dist lcx). In (B)(6) 2012, the patient presented with coughing, difficulty in breathing, chest pain radiating down the left arm, occasional night sweats, and dizziness. The patient was subsequently diagnosed as unstable angina (braunwald classification- iib) and was referred for cardiac catheterization. The 1st target lesion was an in-stent restenosis lesion located in the proximal right coronary artery (prox rca) with 90% stenosis and was 16mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with thrombectomy, pre-dilation and placement of a 3.00x20mm ion stent, with 0% residual stenosis. The de novo 2nd target lesion was located in the mid right coronary artery (mid rca) with 70% stenosis and was 22mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with pre-dilation and placement of a 3.00x28mm ion stent overlapping the previously placed stent in the prox rca, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with st segment elevation and elevated troponin value. ECG revealed non q-wave mi and ischemic symptoms were noted. The patient was subsequently hospitalized. Stent thrombosis was noted in the 2.75x20mm ion stent in the lcx, which was treated with clot extraction and medications. Coronary angiography also revealed this ion stent was undersized, which was subsequently opened and treated with balloon angioplasty. The events were considered resolved without residual effects and the patient was discharged on clopidogrel.

Manufacturer narrative:
(B)(6). (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).